Event description:
The lay user/pt contacted lifescan in 2009 and alleged that his one touch ultramini meter was displaying a message. The alleged issue first occurred three days prior at about 6:00 am. The pt reported that she saw some number on the meter in the lower right hand side of the meter after applying the blood. She was unable to recall what the numbers were. She was walked through a blood test and she reported seeing "e15" on the meter. The pt also reported that on that day at about 2 am, she experienced being sweaty. She did not take any action and did not receive any medical treatment. At the time of troubleshooting, it was verified that there was no meter trauma. The alleged issue was not resolved. This complaint is being reported because the pt experienced a symptom suggestive of hypoglycemia after the product issue began. She did not receive any treatment. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.